Manufacturer narrative:
Concomitant medical products: 638bl30, heart band, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient thought their implantable cardioverter defibrillator (ICD) was not working properly. The device is still in use. No patient complications have been reported as a result of this event.